Event description:
It was reported that the system monitor touchscreen was not working. The settings page showed the headers (pi, speed, etc.) But did not show any numbers. The system monitor was connected to different power modules and tried on different patients and different mock loops with no resolution. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor touchscreen not functioning could not be confirmed. The system monitor was tested over several days while connected to the labs test equipment which throughout testing the system monitor supported the system without issue. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 19oct2010. The system monitor shipped on 22nov2010. The system monitor was manufactured on 23sep2010. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) revision b p.18 - setting up the system monitor for use with the pm. Heartmate ii IFU revision b section 2.5.8 states if the system monitor does not function, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.